Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified system error alarm on the homechoice device during peritoneal dialysis therapy. The patient was connected and was in drain 4 of 5. The technical service representative instructed the patient to cycle the power on the device to clear the alarm. The patient was assisted with disconnecting and ending the therapy so that they can start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.